Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union with pain. The nail broke when an attempt to remove it was made by an unaffiliated suegeon. The im nail was replaced with a 9mm x 360mm standard nail per the sign technique manual. Surgeon comment: "previous sign nail placed in 2013. Due to pain, an attempt was made to remove it on (B)(6) at outside hospital. The nail broke() in the process and procedure abandonned. Previous nail was removed today with some difficulty and then replaced with new nail."